Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no other relevant past medical history. Concurrent conditions included nickel sensitivity (with reactions already before essure insertion). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced syncope ("syncope after essure insertion, which made her lose her consciousness") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), hypersensitivity ("allergic reaction, central sensitivity syndrome, electromagnetic hypersensitivity"), metal poisoning ("metallosis"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), pain ("generalised pain"), paraesthesia ("paraesthesia"), hyperhidrosis ("sweating"), visual impairment ("vision problems"), optic neuritis ("demyelinating left optic neuritis"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), disturbance in attention ("impaired concentration"), memory impairment ("memory lapses"), confusional state ("mental confusion"), fatigue ("excessive tiredness"), adnexa uteri pain ("burning sensation in her fallopian tubes"), oropharyngeal candidiasis ("oropharyngeal candidiasis / thrush"), rash ("rash"), hyperacusis ("sensitivity to noise and odours"), parosmia ("sensitivity to noise and odours"), asthenia ("asthenia"), irritability ("irritability"), neuralgia ("neuralgia"), allergy to metals ("nickel sensitivity"), food allergy ("electromagnetic sensitivity"), allergy to chemicals ("multiple chemical sensitivity") and emotional distress ("immense emotional distress") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (essure removal via total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, complication of device insertion, swelling, genital haemorrhage, back pain, hypersensitivity, metal poisoning, vomiting, diarrhoea, pain, paraesthesia, hyperhidrosis, weight decreased, visual impairment, optic neuritis, depression, anxiety, alopecia, disturbance in attention, memory impairment, confusional state, fatigue, adnexa uteri pain, oropharyngeal candidiasis, rash, hyperacusis, parosmia, asthenia, irritability, neuralgia, allergy to metals, food allergy, allergy to chemicals and emotional distress outcome was unknown and the syncope had resolved. The reporter considered adnexa uteri pain, allergy to chemicals, allergy to metals, alopecia, anxiety, asthenia, back pain, complication of device insertion, confusional state, depression, diarrhoea, disturbance in attention, emotional distress, fatigue, food allergy, genital haemorrhage, hyperacusis, hyperhidrosis, hypersensitivity, irritability, memory impairment, metal poisoning, neuralgia, oropharyngeal candidiasis, pain, paraesthesia, parosmia, pelvic pain, rash, swelling, syncope, visual impairment, vomiting and weight decreased to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff report via health service: she was 37 years old and had no relevant other past medical history at time of essure insertion on (B)(6) 2014 (date specified) for contraception (indication added) despite known nickel allergy (history added). Events were added: syncope after essure insertion, complication of device insertion, allergy to metals, allergy to food, allergy to chemicals, emotional distress and neuralgia. On (B)(6) 2017 (date specified), essure was removed, discharged (hospitalization was added) on (B)(6) 2017 on (B)(6) 2021: no new information based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), pain ("generalised pain"), paraesthesia ("paraesthesia"), hyperhidrosis ("sweating"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), disturbance in attention ("impaired concentration"), memory impairment ("memory lapses"), confusional state ("mental confusion"), fatigue ("excessive tiredness"), adnexa uteri pain ("burning sensation in her fallopian tubes"), oropharyngeal candidiasis ("oropharyngeal candidiasis"), rash ("rash"), hyperacusis ("sensitivity to noise and odours"), parosmia ("sensitivity to noise and odours"), asthenia ("asthenia") and irritability ("irritability") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal via total hysterectomy and bilateral salpingectomy in 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, genital haemorrhage, back pain, hypersensitivity, metal poisoning, vomiting, diarrhoea, pain, paraesthesia, hyperhidrosis, weight decreased, visual impairment, depression, anxiety, alopecia, disturbance in attention, memory impairment, confusional state, fatigue, adnexa uteri pain, oropharyngeal candidiasis, rash, hyperacusis, parosmia, asthenia and irritability outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, asthenia, back pain, confusional state, depression, diarrhoea, disturbance in attention, fatigue, genital haemorrhage, hyperacusis, hyperhidrosis, hypersensitivity, irritability, memory impairment, metal poisoning, oropharyngeal candidiasis, pain, paraesthesia, parosmia, pelvic pain, rash, swelling, visual impairment, vomiting and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no other relevant past medical history. Concurrent conditions included nickel sensitivity (with reactions already before essure insertion). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced syncope ("syncope after essure insertion, which made her lose her consciousness") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), allergic reaction ("allergic reaction, central sensitivity syndrome, electromagnetic hypersensitivity"), metal poisoning ("metallosis"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), pain ("generalised pain"), paraesthesia ("paraesthesia"), hyperhidrosis ("sweating"), visual impairment ("vision problems"), optic neuritis ("demyelinating left optic neuritis"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), disturbance in attention ("impaired concentration"), memory impairment ("memory lapses"), confusional state ("mental confusion"), fatigue ("excessive tiredness"), adnexa uteri pain ("burning sensation in her fallopian tubes"), oropharyngeal candidiasis ("oropharyngeal candidiasis / thrush"), rash ("rash"), hyperacusis ("sensitivity to noise and odours"), parosmia ("sensitivity to noise and odours"), asthenia ("asthenia"), irritability ("irritability"), neuralgia ("neuralgia"), allergy to metals ("nickel sensitivity"), environmental allergy ("electromagnetic sensitivity"), multiple chemical sensitivity ("multiple chemical sensitivity") and emotional distress ("immense emotional distress") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (essure removal via total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, complication of device insertion, swelling, genital haemorrhage, back pain, allergic reaction, metal poisoning, vomiting, diarrhoea, pain, paraesthesia, hyperhidrosis, weight decreased, visual impairment, optic neuritis, depression, anxiety, alopecia, disturbance in attention, memory impairment, confusional state, fatigue, adnexa uteri pain, oropharyngeal candidiasis, rash, hyperacusis, parosmia, asthenia, irritability, neuralgia, allergy to metals, environmental allergy, multiple chemical sensitivity and emotional distress outcome was unknown and the syncope had resolved. The reporter considered adnexa uteri pain, allergic reaction, allergy to metals, alopecia, anxiety, asthenia, back pain, complication of device insertion, confusional state, depression, diarrhoea, disturbance in attention, emotional distress, fatigue, genital haemorrhage, hyperacusis, hyperhidrosis, irritability, memory impairment, metal poisoning, multiple chemical sensitivity, neuralgia, optic neuritis, oropharyngeal candidiasis, pain, paraesthesia, parosmia, pelvic pain, rash, swelling, syncope, visual impairment, vomiting, weight decreased and environmental allergy to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / puncture-type pelvic pain that radiates to the lower limbs aggravated by menstruation') and embedded device ('the devices are anchored and embedded in the tissues') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "complication of device insertion" on (B)(6) 2014. The patient's medical history included ecchymosis on (B)(6) 2014, iliac fossa pain in 2011, drug allergy in 2008, gravida ii and parity 2. No other relevant past medical history. Previously administered products included for menorrhagia: yasmin in 2009 and tranexamic acid; for an unreported indication: contraceptive subdermal implant. Concurrent conditions included nickel sensitivity (with reactions already before essure insertion), headache (she has episodic headache since she was approximately 23 years old), menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced syncope ("syncope after essure insertion, which made her lose her consciousness"). In 2015, the patient experienced multiple chemical sensitivity ("multiple chemical sensitivity"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and back pain ("low back pain / lumbar pain"). On (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhoea"), face oedema ("facial edema"), generalised oedema ("generalized edema"), dysgeusia ("metallic taste") and nausea ("nausea"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel sensitivity / allergy to nickel"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhoea") and intermenstrual bleeding ("second menstrual bleeding of the month"). In (B)(6) 2017, the patient experienced optic neuritis ("demyelinating left optic neuritis"). On (B)(6) 2017, the patient experienced blindness ("loss of non-refractive vision") and dry eye ("dry eye"). On (B)(6) 2017, the patient experienced pain ("generalised pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), allergic reaction ("allergic reaction, central sensitivity syndrome, electromagnetic hypersensitivity"), metal poisoning ("metallosis"), vomiting ("vomiting"), paraesthesia ("paraesthesia"), hyperhidrosis ("sweating"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), disturbance in attention ("impaired concentration"), memory impairment ("memory lapses"), confusional state ("mental confusion"), fatigue ("excessive tiredness"), adnexa uteri pain ("burning sensation in her fallopian tubes"), oropharyngeal candidiasis ("oropharyngeal candidiasis / thrush"), rash ("rash"), hyperacusis ("sensitivity to noise and odours"), parosmia ("sensitivity to noise and odours"), asthenia ("asthenia"), irritability ("irritability"), neuralgia ("neuralgia"), environmental allergy ("electromagnetic sensitivity"), emotional distress ("immense emotional distress"), device intolerance ("intolerance to essures"), vision blurred ("blurred vision") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with anxiolytics, cefminox sodium (tencef), domperidone (motilium), enoxaparin sodium (clexane), hyaluronic acid, ibuprofen, iron, naproxen, omeprazole, potassium chloride;sodium chloride (aim artificial tears), tranexamic acid, tranexamic acid (amchafibrin) and surgery (essure removal via total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, swelling, genital haemorrhage, back pain, allergic reaction, metal poisoning, vomiting, diarrhoea, pain, paraesthesia, hyperhidrosis, weight decreased, visual impairment, optic neuritis, depression, anxiety, alopecia, disturbance in attention, memory impairment, confusional state, fatigue, adnexa uteri pain, oropharyngeal candidiasis, rash, hyperacusis, parosmia, asthenia, irritability, neuralgia, allergy to metals, environmental allergy, multiple chemical sensitivity, emotional distress, polymenorrhoea, face oedema, generalised oedema, dysgeusia, nausea, intermenstrual bleeding, blindness, dry eye, device intolerance, vision blurred and dizziness outcome was unknown and the syncope had resolved. The reporter considered adnexa uteri pain, allergic reaction, allergy to metals, alopecia, anxiety, asthenia, back pain, blindness, confusional state, depression, device intolerance, diarrhoea, disturbance in attention, dizziness, dry eye, dysgeusia, embedded device, emotional distress, face oedema, fatigue, generalised oedema, genital haemorrhage, hyperacusis, hyperhidrosis, intermenstrual bleeding, irritability, memory impairment, metal poisoning, multiple chemical sensitivity, nausea, neuralgia, optic neuritis, oropharyngeal candidiasis, pain, paraesthesia, parosmia, pelvic pain, polymenorrhoea, rash, swelling, syncope, vision blurred, visual impairment, vomiting, weight decreased and environmental allergy to be related to essure. The reporter commented: on (B)(6) 2014 insertion of essure device was satisfactory, on (B)(6) 2014 the patient agrees to enter the clinical trial essure ess505-004, on (B)(6) 2017 total hysterectomy with bilateral laparoscopic salpingectomy without complications. Treatment (since (B)(6) 2018): hydroaltesone 1-0-0, reconnect 1-1-0, magnogene qd, melatonin 1.9, 2 every night, viscofresh and enantyum if needed. On (B)(6) 2018 reports improvement of some symptoms and worsening of others, mainly regarding intolerance to intense odours. On (B)(6) 2018 cu 0.64 and zn levels are normal. Cranial MRI: lesions in white matter, the most striking in the frontal right basal, multiple sclerosis should be ruled out. On (B)(6) 2018 anxiety-related disorder and depression. On (B)(6) 2018 hypersensitivity to nickel. Pain generalized. Fibromyalgic component. Altered visual evoked potentials compatible with optic neuritis left, demyelinating character. On (B)(6)2018 chronic migraine, treatment topiramate 50mg- half a tablet at night and a week go up to one tablet at least 6 months. On (B)(6) 2010 transvaginal ultrasound: normal adnexa. On (B)(6) 2019 altered visual evoked potentials compatible with optic neuritis left, demyelinating character. On (B)(6) 2019 angioedema, skin tests with pneumoallergens: positive for olive tree pollen, salsola, shade banana, helianthus, plantago, gramineae, rest negative. On (B)(6) 2021 sensitization to crustacean shellfish. Allergy to tramadol. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: hypersensitivity to nickel. Body height (cm) - on (B)(6) 2017: 157 cm. Gynaecological examination - on (B)(6) 2017: cervix not painful on movement, not tender on deep palpation in douglas; on (B)(6) 2017: normal external genitalia, vagina and cervix well epithelialized, bleeding like menstruation from cavity, normal discharge. Cervix closed, not painful on mobilization; on (B)(6) 2017: post-intervention essure removal: normal constants, urinates well, expels gases, tolerates diet. Soft abdomen, wounds in good condition. Haematocrit - on (B)(6) 2017: 35.5 (37/52). Haemoglobin (12 - 18 g/dl) - on (B)(6) 2017: 11.2 g/dl. Lymphocyte count (0.90 - 5.20 10*3) - on (B)(6) 2017: 0.83 10*3. Lymphocyte percentage (19 - 48 %) - on (B)(6) 2017: 6.9 %. Monocyte count - on (B)(6) 2017: 1.0 (3.4-9). Neutrophil count (1.90 - 8 10*3) - on (B)(6) 2017: 10.97 10*3. Neutrophil percentage (40 - 74 %) - on (B)(6) 2017: 91.2 %. Pregnancy test - on (B)(6) 2015: negative. Red blood cell count (4.20 - 6.10 10 thousand) - on (B)(6) 2017: 3.86 10 thousand; on (B)(6) 2017: 3.65 10 thousand. Specialist consultation - on (B)(6) 2017: stable patient, good general condition, normal color, normal hydration, normal perfusion, eupneic at rest, soft and depressible abdomen, without signs of peritoneal irritation; on (B)(6) 2017: good general condition. Aware and oriented, collaborative. Asthenic body habitus. Good nutritional and hydration status. Eupneic at rest. No significant cervical adenopathies. Cardiorespiratory auscultation: rhythmic tones at a good ventricular rate. Vesicular murmur preserved, without added noises. Abdomen: soft and depressible. No sore spots. Visceromegaly or masses are not appreciated. Ultrasound scan vagina - on (B)(6) 2015: essures looks fine; on (B)(6) 2017: uterus in anteversion, both devices correctly placed are visualized. Both adnexa normal. Not free liquid; on (B)(6) 2017: uterus in anteversion. Both adnexa normal. Both essures are displayed. Not free liquid; on (B)(6) 2017: uterus in anteversion, both devices correctly placed are visualized. Both adnexa normal. Not free liquid. Weight (kg) - on (B)(6) 2017: 44 kg. White blood cell count (4 - 12 10*3) - on (B)(6) 2017: 12.03 10*3. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-mar-2022: the follow information were include other health professional's reporter, date of birth, medical history, historical drug, lab data, other treatment products, events: embedded device, polymenorrhoea, nausea, polymenorrhea, facial edema, generalized edema, taste metallic,, nausea, metrorrhagia, vision loss, dry eye, device intolerance, dizziness, blurred vision , onset date added to pelvic pain female, back pain, nickel sensitivity, diarrhoea, general body pain, multiple chemical sensitivity, optic neuritis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / puncture-type pelvic pain that radiates to the lower limbs aggravated by menstruation') and embedded device ('the devices are anchored and embedded in the tissues') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "complication of device insertion" on (B)(6) 2014. The patient's medical history included ecchymoses on (B)(6) 2014, iliac fossa pain in 2011, drug allergy in 2008, gravida ii and parity 2. No other relevant past medical history. Previously administered products included for menorrhagia: yasmin in 2009 and tranexamic acid; for an unreported indication: contraceptive subdermal implant. Concurrent conditions included nickel sensitivity (with reactions already before essure insertion), headache (she has episodic headache since she was approximately 23 years old), menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced syncope ("syncope after essure insertion, which made her lose her consciousness"). In 2015, the patient experienced multiple chemical sensitivity ("multiple chemical sensitivity"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and back pain ("low back pain / lumbar pain"). On (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhoea"), face oedema ("facial edema"), generalised oedema ("generalized edema"), dysgeusia ("metallic taste") and nausea ("nausea"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel sensitivity / allergy to nickel"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhoea") and intermenstrual bleeding ("second menstrual bleeding of the month"). In (B)(6) 2017, the patient experienced optic neuritis ("demyelinating left optic neuritis"). On (B)(6) 2017, the patient experienced blindness ("loss of non-refractive vision") and dry eye ("dry eye"). On (B)(6) 2017, the patient experienced pain ("generalised pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), allergic reaction ("allergic reaction, central sensitivity syndrome, electromagnetic hypersensitivity"), metal poisoning ("metallosis"), vomiting ("vomiting"), paraesthesia ("paraesthesia"), hyperhidrosis ("sweating"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), disturbance in attention ("impaired concentration"), memory impairment ("memory lapses"), confusional state ("mental confusion"), fatigue ("excessive tiredness"), adnexa uteri pain ("burning sensation in her fallopian tubes"), oropharyngeal candidiasis ("oropharyngeal candidiasis / thrush"), rash ("rash"), hyperacusis ("sensitivity to noise and odours"), parosmia ("sensitivity to noise and odours"), asthenia ("asthenia"), irritability ("irritability"), neuralgia ("neuralgia"), environmental allergy ("electromagnetic sensitivity"), emotional distress ("immense emotional distress"), device intolerance ("intolerance to essures"), vision blurred ("blurred vision") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with anxiolytics, cefminox sodium (tencef), domperidone (motilium), enoxaparin sodium (clexane), hyaluronic acid, ibuprofen, iron, naproxen, omeprazole, potassium chloride;sodium chloride (aim artificial tears), tranexamic acid, tranexamic acid (amchafibrin) and surgery (essure removal via total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, swelling, genital haemorrhage, back pain, allergic reaction, metal poisoning, vomiting, diarrhoea, pain, paraesthesia, hyperhidrosis, weight decreased, visual impairment, optic neuritis, depression, anxiety, alopecia, disturbance in attention, memory impairment, confusional state, fatigue, adnexa uteri pain, oropharyngeal candidiasis, rash, hyperacusis, parosmia, asthenia, irritability, neuralgia, allergy to metals, environmental allergy, multiple chemical sensitivity, emotional distress, polymenorrhoea, face oedema, generalised oedema, dysgeusia, nausea, intermenstrual bleeding, blindness, dry eye, device intolerance, vision blurred and dizziness outcome was unknown and the syncope had resolved. The reporter considered adnexa uteri pain, allergic reaction, allergy to metals, alopecia, anxiety, asthenia, back pain, blindness, confusional state, depression, device intolerance, diarrhoea, disturbance in attention, dizziness, dry eye, dysgeusia, embedded device, emotional distress, face oedema, fatigue, generalised oedema, genital haemorrhage, hyperacusis, hyperhidrosis, intermenstrual bleeding, irritability, memory impairment, metal poisoning, multiple chemical sensitivity, nausea, neuralgia, optic neuritis, oropharyngeal candidiasis, pain, paraesthesia, parosmia, pelvic pain, polymenorrhoea, rash, swelling, syncope, vision blurred, visual impairment, vomiting, weight decreased and environmental allergy to be related to essure. The reporter commented: on (B)(6) 2014 insertion of essure device was satisfactory, on (B)(6) 2014 the patient agrees to enter the clinical trial essure ess505-004, on (B)(6) 2017 total hysterectomy with bilateral laparoscopic salpingectomy without complications. Treatment (since (B)(6) 2018): hydroaltesone 1-0-0, reconnect 1-1-0, magnogene qd, melatonin 1.9, 2 every night, viscofresh and enantyum if needed. On (B)(6) 2018 reports improvement of some symptoms and worsening of others, mainly regarding intolerance to intense odours. On (B)(6) 2018 cu 0.64 and zn levels are normal. Cranial MRI: lesions in white matter, the most striking in the frontal right basal, multiple sclerosis should be ruled out. On (B)(6) 2018 anxiety-related disorder and depression. On (B)(6) 2018 hypersensitivity to nickel. Pain generalized. Fibromyalgic component. Altered visual evoked potentials compatible with optic neuritis left, demyelinating character. On (B)(6) 2018 chronic migraine, treatment topiramate 50mg- half a tablet at night and a week go up to one tablet at least 6 months. On (B)(6) 2010 transvaginal ultrasound: normal adnexa. On (B)(6) 2019 altered visual evoked potentials compatible with optic neuritis left, demyelinating character. On (B)(6) 2019 angioedema, skin tests with pneumoallergens: positive for olive tree pollen, salsola, shade banana, helianthus, plantago, gramineae, rest negative. On (B)(6) 2021 sensitization to crustacean shellfish. Allergy to tramadol. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: hypersensitivity to nickel. Body height (cm) - on (B)(6) 2017: 157 cm. Gynaecological examination - on (B)(6) 2017: cervix not painful on movement, not tender on deep palpation in douglas; on (B)(6) 2017: normal external genitalia, vagina and cervix well epithelialized, bleeding like menstruation from cavity, normal discharge. Cervix closed, not painful on mobilization; on (B)(6) 2017: post-intervention essure removal: normal constants, urinates well, expels gases, tolerates diet. Soft abdomen, wounds in good condition. Haematocrit - on (B)(6) 2017: 35.5 (37/52). Haemoglobin (12 - 18 g/dl) - on (B)(6) 2017: 11.2 g/dl. Lymphocyte count (0.90 - 5.20 10*3) - on (B)(6) 2017: 0.83 10*3. Lymphocyte percentage (19 - 48 %) - on (B)(6) 2017: 6.9 %. Monocyte count - on (B)(6) 2017: 1.0 (3.4-9). Neutrophil count (1.90 - 8 10*3) - on (B)(6) 2017: 10.97 10*3. Neutrophil percentage (40 - 74 %) - on (B)(6) 2017: 91.2 %. Pregnancy test - on (B)(6) 2015: negative. Red blood cell count (4.20 - 6.10 10 thousand) - on (B)(6) 2017: 3.86 10 thousand; on (B)(6) 2017: 3.65 10 thousand. Specialist consultation - on (B)(6) 2017: stable patient, good general condition, normal color, normal hydration, normal perfusion, eupneic at rest, soft and depressible abdomen, without signs of peritoneal irritation; on (B)(6) 2017: good general condition. Aware and oriented, collaborative. Asthenic body habitus. Good nutritional and hydration status. Eupneic at rest. No significant cervical adenopathies. Cardiorespiratory auscultation: rhythmic tones at a good ventricular rate. Vesicular murmur preserved, without added noises. Abdomen: soft and depressible. No sore spots. Visceromegaly or masses are not appreciated. Ultrasound scan vagina - on (B)(6) 2015: essures looks fine; on (B)(6) 2017: uterus in anteversion, both devices correctly placed are visualized. Both adnexa normal. Not free liquid; on (B)(6) 2017: uterus in anteversion. Both adnexa normal. Both essures are displayed. Not free liquid; on (B)(6) 2017: uterus in anteversion, both devices correctly placed are visualized. Both adnexa normal. Not free liquid. Weight (kg) - on (B)(6) 2017: 44 kg. White blood cell count (4 - 12 10*3) - on (B)(6) 2017: 12.03 10*3. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), pain ("generalised pain"), paraesthesia ("paraesthesia"), hyperhidrosis ("sweating"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), disturbance in attention ("impaired concentration"), memory impairment ("memory lapses"), confusional state ("mental confusion"), fatigue ("excessive tiredness"), pelvic discomfort ("burning sensation in her fallopian tubes"), oropharyngeal candidiasis ("oropharyngeal candidiasis"), rash ("rash"), hyperacusis ("sensitivity to noise and odours"), parosmia ("sensitivity to noise and odours"), asthenia ("asthenia") and irritability ("irritability") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal via total hysterectomy and bilateral salpingectomy in 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, genital haemorrhage, back pain, hypersensitivity, metal poisoning, vomiting, diarrhoea, pain, paraesthesia, hyperhidrosis, weight decreased, visual impairment, depression, anxiety, alopecia, disturbance in attention, memory impairment, confusional state, fatigue, pelvic discomfort, oropharyngeal candidiasis, rash, hyperacusis, parosmia, asthenia and irritability outcome was unknown. The reporter considered alopecia, anxiety, asthenia, back pain, confusional state, depression, diarrhoea, disturbance in attention, fatigue, genital haemorrhage, hyperacusis, hyperhidrosis, hypersensitivity, irritability, memory impairment, metal poisoning, oropharyngeal candidiasis, pain, paraesthesia, parosmia, pelvic discomfort, pelvic pain, rash, swelling, visual impairment, vomiting and weight decreased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.